Event description:
The customer received questionable results for human chorionic gonadotropin + the beta subunit (hcg+b) on one patient sample. All results are in miu/ml. The initial result from the primary tube was 353.6, which was accompanied by a data flag. This result was reported to the physician, who questioned the result. The sample from the primary tube was repeated on (B)(6) 2012 and generated a result of 9762, accompanied by a data flag. An aliquot tube was tested and gave a result of 11437, accompanied by a data flag, which the customer stated was comparable to the primary tube repeat result. The repeat results were deemed by the customer to be the correct results. There was no adverse event. The hcg+b reagent lot was 16758402, with an expiration date of 07/31/2013. The field service representative was unable to determine a cause. He verified the liquid level detection, and pressure sensor voltages, which were within specification. He made a minor adjustment to the sample/reagent probe alignment. He also performed preventative maintenance. The customer performed qc successfully.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.